Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, pressure was unable to be maintained. Multiple attempts were taken to inflate the balloon without success. It was noted that different umbilical cables were used, along with replacement of the balloon catheter without resolve. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the data files did show the system notice (#50001) indicating that the vacuum was disabled due to a problem with the coaxial umbilical cable at the first injection. The products returned matched the devices referenced in the complaint record. Service was performed on the console and short inflation times were observed with an arctic front advance catheter. Initial balloon pressure was adequate, followed by rapid loss in pressure. Check valve 6 (cv6) was found to be inappropriately releasing pressure. The check valve was replaced. Afterwards, balloon inflation profiles were appropriate. Multiple inflations were done without issue. A full preventative maintenance inspection was also completed. In conclusion, the reported issue has been confirmed through testing. The reported pressure issue was confirmed by a field service engineer. The console 106a3/ (B)(4) failed the inspection due to check valve 6 (cv6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.